Manufacturer narrative:
Device passed the displacement test, sleep current measurement, and active current measurement, however the pump alarmed pump error 68, pump error 49, and pump error 23 immediately after battery installation, power error 75 during self test. During the monitoring period the device alarmed with critical pump error (open book image) alarm, problem isolated to the electronic assembly. Unable to verify pump error alarms root cause due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer was able to clear the alarms and complete rewind process. During troubleshooting the insulin pump failed the self test three times. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.